Manufacturer narrative:
Updated fields - d1(brand name), d4(version or model, catalog, serial, unique identifier (UDI). The record will be cancel as the complaint is only about the missing parts. There is no malfunction on either cardiosave unit. The customer ordered two compressors to perform the pm. The compressors should be replaced when the device reaches 5,000 hours.

Manufacturer narrative:
Due to character restrictions in block e1 full event site email is: (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had compressors were supposed to be delivered with heatsinks as specified, but this was not the case. There was no patient involved.